Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the "gas gain in iab circuit" issue. The fse observed a "gas gain in iab circuit" alarm logged twice in the iabp log files. The fse performed autofill using a maquet demo iab and noted a successful autofill. Testing continued for over thirty (30) minutes without any other alarms generated. Unrelated to the reported issue, the fse noted that the safety disk was due to be replaced. The fse replaced the safety disk then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was showing "gas gain in iab circuit". An arrow intra-aortic balloon (iab) was used, and after starting the autofill again, the augmentation could be achieved on patient and assist was continued on patient. No patient harm, serious injury or adverse event was reported.